Event description:
Covidien received information that during patient use, the touch screen froze and the unit was inoperable. The patient was transferred to another ventilator. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).